Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28mm in length target lesion was located in the severely tortuous, severely calcified, and 3.5mm in diameter left circumflex (lcx) artery. A 20 x 3.50 promus premier¿ drug-eluting stent was used to treat the lesion. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous, mr, 3.5x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found were multiple hypo tube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28mm in length target lesion was located in the severely tortuous, severely calcified, and 3.5mm in diameter left circumflex (lcx) artery. A 20 x 3.50 promus premier drug-eluting stent was used to treat the lesion. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.